Manufacturer narrative:
Concomitant medical products: product ID:: ddmb1d4, product type: ICD, implant date: (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted during atrial tachycardia / atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.